Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the upstream occlusion sensor seal was worn. It was also observed that the downstream occlusion sensor seal was bubbled, confirming this as the cause of the reported issue. The downstream occlusion sensor was replaced as a corrective action. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump downstream occlusion sensor was bubbled. No additional information was provided.